Event description:
It was reported by service report that the fowler sticks in the up position. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: fowler brake.